Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the image of the video system center had noise. Was blurry. And the screen was split in half with strange colors. The issue occurred, when preparing the device for use. There was no reported patient harm or impact, due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d9 and h4. Based on the results of the investigation, a probable cause nor root cause could be determined for the reported event of image noise. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.